Manufacturer narrative:
(B) (4): physio-control evaluated the device and verified the reported failure. Physio determined the root cause of the failure to be the battery pins, which had become loose and dirty. The battery pins were replaced and proper device operation confirmed through functional and performance testing. The device was returned to the customer for use. The removed battery pins were further evaluated at the failure analysis center and the reported failure was not confirmed or duplicated on a test mock-up device. Further testing observed no discrepancies.

Event description:
It was reported that the device lost power twice during a cardiac arrest event. Customer reported that the reported issue had no adverse effect on pt. There were no further details on the event and/or pt provided.